Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The complaint device was returned with the stent partially released as reported by the physician. The stent has partially been released. About 67 mm of the stent are still crimped underneath the retractable shaft. Small kinks were observed in the stent area. No other deformations on the outer device shaft, the stent or the stent stoppers were observed. Inside of the handle, the inner shaft shows a zig-zag-routing and a flattening over 79 mm. This zig-zag-formation of the inner shaft in combination with the flattening could not be caused at the time of the complaint event, together with the guide wire present inside of the inner shaft by any means, indicating that the handle has been opened after the complaint event. During the investigation, the shafts were rearranged, and a manual stent release was successful with no unusual friction by pulling the device tip against the distal outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The IFU states that the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (100 percent stenosis degree) in a mildly tortuous part of the proximal right iliac artery. After pre-dilatation of the total occlusion, the vessel was improved but was still not very good. The pulsar-18 was introduced but only 1/4 of the stent could be released. The stent was withdrawn to the sheath to moved out of the body. The stent did not impact the patient. This was originally reported on MDR 1028232-2025-01149, but after device was received for analysis, it was discovered the stent details were incorrect. We have closed the original report and are opening this one in its place.